Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted for a therapy upgrade. Also, the pulse generator is in a product advisory. No additional adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.